Event description:
It was reported the patient experienced a seizure. This had been occurring monthly since implant in 2007. The physician had not "heard of this either." The patient had not noticed a correlation with the stimulation being on or off, as it was always on. The patient's eeg's were clear and she did not have epilepsy. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v013717, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer.